Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient was seeing signal loss about 60 percent of the time using smart device and continuous glucose monitoring system. No additional patient or event information is available.